Event description:
Litigation papers allege: suffered bodily injury, pain and suffering disability, mental anguish, medical expense in the past and in the future, permanent injuries, loss of earnings, disfigurement, and loss of the capacity for the enjoyment of life.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: suffered bodily injury, pain and suffering disability, mental anguish, medical expense in the past and in the future, permanent injuries, loss of earnings, disfigurement, and loss of the capacity for the enjoyment of life. Doi: (B)(6) 2007 left hip. Dor: unk. Patient residence: (B)(6). Update 10/8/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 3 july 2014 - der rcvd - updated dor, added taper sleeve and also corrosion as a reason for revision.

Event description:
Litigation papers allege: suffered bodily injury, pain and suffering disability, mental anguish, medical expense in the past and in the future, permanent injuries, loss of earnings, disfigurement, and loss of the capacity for the enjoyment of life. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.